Event description:
A caller reported experiencing an alarm 2 and multiple previous occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin, and continued to experience frequent occlusion issues, prompting a request for further assistance.